Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D visual inspection of the returned product shows no damage on the outer surface of the taper adapter. Damage was visible on the set screw hole of taper adapter. Set screw head is rounded. Functional testing was done with 2.5 mm hex driver, but the driver could not grip the screw. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A field communication was sent out explaining the proper assembly process of the stem into the offset adapter. The field communication says "if excessive torque is applied, the 2.5 mm screwdriver will round out the head of the set screw. If this happens, the driver will spin and it may give the impression that the threads have stripped, however, the screw integrity has not been compromised". From this, it can be concluded that the head of the set screw was likely damaged due to excessive torque. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Medical product: bmt 360 tib 5.0 offset adapter, cat#: 185211 lot#: 772570. Vanguard 2.5 mm hex screwdriver, cat#: 32-488428 lot#: 652110. Vanguard 2.5 mm hex screwdriver, cat#: 32-488428 lot#: 567930. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04413. (B)(4).

Event description:
It was reported that the set screw could not be tightened. Multiple attempts were made with other adapters. At last attempt, the adapter was found to be taper-locked with the other component so the decision was made to implant them all together. All additional information has been provided.